Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a question as to whether the device's battery was depleting too soon. The device is still in use. No patient complications have been reported as a result of this event.